Manufacturer narrative:
Ge healthcare service representative replaced the inspiratory flow valve.

Event description:
During a planned maintenance visit, the ge healthcare service representative noted that the unit had a 'cannot empty bellows' alarm. There was no patient involvement.